Event description:
It was reported by the sales representative that while inserting a screw into the cranium to secure a plate, the screw head broke off. The shaft of the screw was left implanted in the patient. No information regarding the blade being used is available and no adverse consequences were reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the turn out. Most likely during the turn in the correct deepness was not achieved and by the trial to remove the screw the breakage occurred. The fracture surface shows the typical flow structures of a ductile torsional breakage. A contributing factor of the failure could have been a very dense bone. In this case a screw with a length of 5mm was used. As described in the IFU it ¿is recommended that shorter screws (=4 mm) be used in bone that is known to be dense (e.g. Cranial bone) in order to avoid excessive axial forces and torque. Should the screws be difficult to start in bone, a pilot hole should be drilled to facilitate insertion, especially by use of screws with a length of more than 4 mm¿. The investigated failure modes (intraoperative screw fracture) and the related root cause (too high torsional forces) can be attributed to a user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported by the sales representative that while inserting a screw into the cranium to secure a plate, the screw head broke off. The shaft of the screw was left implanted in the patient. No information regarding the blade being used is available and no adverse consequences were reported.